Event description:
It was reported pt had a shocking or jolting sensation. It was reported that a power on reset condition occurred. Physician put glue around implantable neurostimulator and extension to address the shocking. Additional info has been requested and follow up will be submitted as soon as it is received.

Manufacturer narrative:
(B)(4)